Event description:
The customer stated the rubella calibration failed with error code 1111: m-cal 1 check too high, rubella g, on the axsym analyzer. The abbott customer technical advocate (cta) asked the customer to replace the lamp and probes, decontaminated line 1 and recalibrate. All of the troubleshooting steps were taken without resolution. The cta asked the customer to centrifuge the calibrator for diagnostic purposes; the calibration passed. The customer did not report any results with the diagnostic calibration curve. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.